Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. At this time, it cannot be determined how the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient had suffered serious injuries during a motor vehicle accident on (B)(6) 2015. The patient underwent a right clavicle open reduction internal fixation on (B)(6) 2015. During the procedure the following devices were implanted: sonoma, crx-wg2-40120-s, 4.0 x 120 mm crx implant, lot 190613-02. Sonoma, sc2720_a, 2.7 mm x 20 mm bone screw, lot cu080114-02. Stryker 7 x 25 mm t2 humeral nail with 2 proximal and 1 distal locking screws and 1 end cap in (B)(6) 2015, the patient reported that the distal end of the device in her clavicle was causing her pain. She went to the facility where they confirmed that the end of the device was backing out and showed a visible protrusion. The rod was "tenting" the patient's skin. On (B)(6) 2016 the crx-wg2-40120-s device was surgically removed by a different surgeon at a different location. It has been reported that the explanted device was preserved by scisafe for purpose of investigation.